Event description:
It was reported that an ilet device generated a persistent "65: audio over/under current" alert that continued after multiple user restarts and additional guided restarts. The patient was advised on shutdown and replacement logistics. No reported adverse clinical effects. Outcomes included interruption of ilet therapy and reliance on cgm via an alternate application or receiver. Investigation included customer service troubleshooting and education conducted remotely. Investigation of this case revealed that the alert persisted despite power cycles, suggesting a potential internal audio hardware or power driver malfunction. It was concluded that the device performance was compromised and replacement was warranted. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.